Event description:
Customer reportedly rec'd results of 300 mg/dl and 119 mg/dl within 10 mins on the advantage sys. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No adverse event reported. No qc's used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot #: 548976, exp date: 03/31/2007.

Manufacturer narrative:
The suspect prod is the comfort curve test strips.